Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported that during the deployment, the device moved proximally 1 cm resulting in a partially covered left carotid artery. The physician implanted a carotid stent into the partially covered artery and the pt tolerated the procedure.